Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's infusion set had to be removed prematurely due to being inserted near scar tissue which caused elevated blood glucose levels. Multiple attempts were made by tandem technical support to reach the customer and obtain additional information, but the customer did not respond. Brand of infusion set was not reported.